Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm during dwell four of ten on a homechoice (hc) machine, it was found that the caregiver (cg) disconnected the home patient (hp) and set up therapy again using the same supplies. The technical service representative (tsr) explained to the cg that they need to start over with new supplies. The tsr assisted the cg in ending therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.